Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the blood glucose reading had gone over 600 mg/dl and also as low as 47 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via medtronic media (B)(4) private message that he was just released from the hospital. His blood glucose exceeded 1000 mg/dl and he ended up in diabetic ketoacidosis. Three attempts were made to contact him via phone call but he did not respond. A voicemail was left expressing an interest in obtaining his hospitalization information. No products were shipped or returned.